Event description:
It was reported to philips that the systems l-arm was unable to perform geometry movements. The device was in clinical use at the time of the event and the patient procedure was rescheduled. No harm to the patient/user was reported. Philips has started an investigation of this complaint.